Event description:
It was reported that readings of >10000 ohms were found intra-operatively. All combinations 0 through 7 were elevated and combinations 8 through 15 were all >10 k ohms. The leads were fully seated and there was nothing remarkable about the procedure. No ionic solutions were being used during the surgery. The hcp cleaned the leads multiple times. The hcp then tested alone and normal impedances were found when tested with trialing cable. The implantable neurostimulator was changed and the impedances were within range. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).